Event description:
It was reported that during a partial hepatectomy procedure on the first firing with the first device, the mechanism jammed and broke on the handle shaft. A second and third like device of the same lot number used over the staple line did not work. It was not known how the case was completed. It was reported that the patient lost 1200cc of blood.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: on what tissue type was the device used? Liver. On which firing(s) did this event occur? First. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, did the device start to deploy staples and cut then jam? Just for clarification, what part of the device broke (the closing trigger, firing trigger or the handle of the device)? In regards to the second and third device, what is meant by the staple line did not work (were the staples malformed, staples missing)? The patient loss 1200 cc of blood; did the patient receive a blood transfusion? How was the case completed? What is the current status of the patient?

Manufacturer narrative:
(B)(4). Device being retained by the account. A batch record review was performed the batch met the final quality release criteria.